Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after running out of insulin, prompting a call for assistance with a steel 6 mm infusion set and cartridge change; the agent guided the user through rewinding, removing the empty cartridge and old set, inserting a new cartridge, connecting and securing new tubing and connector, filling tubing, applying the new infusion set, and filling the cannula, after which insulin delivery with the ilet was resumed and the ilet had alerted to the high glucose. Symptoms included hyperglycemia. Outcomes included no serious injury, illness, or impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific findings, with insufficient information regarding a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was attributed to the user failing to refill the device with insulin. There are no indications of a device malfunction, or manufacturing or design defect or deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.